Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it currently remains implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item number: 00-8018-028-03, item name: versys femoral head, lot #: 60346337; item number: 00620005022, item name: shell porous with cluster holes, lot #: 60364979; item number: 00-6105-050-28, item name: trilogy liner, lot #: 60373580. Foreign complaint source, complaint was reported by (B)(6).

Event description:
It was reported that during a revision procedure, a patient experienced a femoral fracture. An extended trochanteric osteotomy was performed to remove a fractured stem and when the distal portion of cement was being removed, the femur cracked distally. Two cerclage wires were passed around the diaphyseal extension to secure the fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.